Manufacturer narrative:
5/6/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a left upper lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon manually manipulated the device open. No pt injury was reported.